Event description:
It was reported in a research article case summary that the procedure was to treat a long tortuous patent ductus arteriosis (pda) from the undersurface of the aorta supplying confluent but mildly hypoplastic pulmonary arteries. A non-abbott .014 guide wire was advanced and a 3.5x33 mm xience stent delivery system (sds) was attempted; however the device did not cross due to the anatomy. At this time the patient's oxygen saturation drifted to 60%, so a 3.5x23 mm xience skypoint sds was quickly advanced and deployed in the distal pda and saturations improved from 60 to 80%. It was noted that there was still uncovered lesion towards the aorta. The 3.5x12 mm sds was attempted to be advanced but had difficulty with crossing the 3.5x23 mm xience skypoint stent. The sds was negotiated into place to extend the prior stent proximally and was deployed. Saturations immediately worsened and an obstruction was noted which was stated to be an invagination of the soft tissue of the pda and not thrombus. Heparin bolus was provided and the patient was emergently cannulated onto venoarterial extracorporeal membrane oxygenation (va-ECMO) and brought to the operating room for emergent shunt placement. The stent was explanted and the patient was discharged home 10 days post surgery. Additional information can be found in the article "acute patent ductus arteriosus stent occlusion: a unique perspective".

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported difficult to advance, unexpected medical intervention, surgical intervention, unspecified tissue injury, obstruction/ occlusion, hypoxia cannot be determined. The reported patient effects of tissue injury and obstruction are listed in the xience skypoint instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.